Event description:
Boston scientific crm rec'd info that one day post implant the pt stood up for a walk and the right ventricular (rv) lead dislodged. During the revision procedure, the physician noticed that the right atrial (ra) lead had also dislodged. The physician opted to explant both the rv and ra leads and replace them with non-boston scientific products. No adverse pt effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or mfg problem.